Event description:
It was reported that this implantable cardioverter defibrillator device exhibited premature battery depletion (pbd) and 65 ohms shock impedance. Device was explanted. No additional adverse patient effects were reported.